Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 ipg implanted: (B)(6) 2014; 5086mri45 lead; implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced chest pain and was hospitalized. Physician judgement of patient condition as pericarditis with a small effusion. It was observed as a right ventricular (rv) lead possible coronary perforation. No actions, intervention or device reprogramming was performed. The patient will continued to be monitored. No further patient complications have been reported as a result of this event.